Manufacturer narrative:
The device has not been received for analysis. However, there are three pictures attached in the complaint where it is possible to observe ECG tracings with apparent changes in the st segment, however, the information shown is limited and does not definitively confirm st segment elevation.

Event description:
During a pulse field ablation, a farawave nav was selected for use. The physician mapped the left atrium (la) using the faradrive and then withdrew the non boston scientific catheter from the la. Physician aspirated and flushed the system before inserting the catheter into the faradrive past the handle, followed by another aspiration and flush. The farawave catheter was then advanced into the la. The physician positioned the basket at the ostium of the left superior pulmonary vein. After delivering the initial lesion in the left superior pulmonary vein, the physician noted st elevation consistent with a right coronary artery spasm. Anesthesia administered 300 micrograms of nitroglycerin, and the st elevation resolved within nine minutes. The physician believed that air ingress occurred after the farawave catheter was inserted through the faradrive sheath. The procedure was completed without further complications. The device is not expected to be return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation, a farawave nav was selected for use. The physician mapped the left atrium (la) using the faradrive and then withdrew the non boston scientific catheter from the la. Physician aspirated and flushed the system before inserting the catheter into the faradrive past the handle, followed by another aspiration and flush. The farawave catheter was then advanced into the la. The physician positioned the basket at the ostium of the left superior pulmonary vein. After delivering the initial lesion in the left superior pulmonary vein, the physician noted st elevation consistent with a right coronary artery spasm. Anesthesia administered 300 micrograms of nitroglycerin, and the st elevation resolved within nine minutes. The physician believed that air ingress occurred after the farawave catheter was inserted through the faradrive sheath. The procedure was completed without further complications. The device is not expected to be return due to disposal.